Event description:
Initial reporter indicated "the patient came into the office because of hoarseness and when a system diagnostics test was run it showed high impedance." The pt had been hoarse for two weeks and had been assessed by his primary care physician who did not find any issues with his vocal cords. A system diagnostics test was performed and found high impedance indicating a possible lead malfunction. The patient had been seizure free for the past few months and is a very good responder to vns. It was reported that while the pt was in the office "he popped his neck; the physician said "he grabbed his chin and yanked it to the side popping his neck very violently and that was tugging at the left neck site when he would do this where the leads were." She then stated, "oh my, how he was yanking on his neck would be similar to a pt being in a car wreck." The patient's father stated "he has been popping his neck like that lately all the time. I believe that he has snapped his leads or that he could be causing nerve damage by doing that." Additionally it was reported that pt had been wrestling around the time of the hoarseness onset. The pt was reported to be constantly hoarse and it has not resolved with the vns being disabled. The treating physician would like the hoarseness to resolve before he goes back to surgery. X-ray review by physician and MFR revealed a gross lead fracture near the negative electrode site. Revision surgery is likely.

Manufacturer narrative:
X-rays received by manufacturer were reviewed. Review of x-rays at manufacturer revealed a gross lead discontinuity near the negative electrode. Device malfunction occurred but did not cause a death.